Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 500 mg/dl and diabetic ketoacidosis. Customer was treated with an insulin and saline drip. The customer was released from the hospital on (B)(6) 2019 with no permanent damage. Reportedly, intermittent occlusion alarms occurred. The pump supplies were changed to resolve the reported occlusions.